Manufacturer narrative:
E1- initial reporter phone- (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). An opticross hd catheter was used for intravascular ultrasound examination (ivus) of the target lesion. During the procedure, image could not be shown when the catheter was pulled back in the coronary artery and air was not fully removed during device preparation. The procedure was completed using another of same device, and no patient complications were reported.